Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The fse was not able to determine the cause of the kinked hose. The fse asked if there was any permanent damage to the patient's arm and if treatment was required, but this was unknown. Based on the information available and the testing conducted, the cause of the reported problem was a kinked blood pressure cuff hose. The reported problem was confirmed, however, the cause of the kink was not determined. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The reported patient harm is addressed in 1218950-2025-000210.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Box e: (B)(6).

Event description:
It was reported the blood pressure cuff did not deflate, causing harm to the patient's arm. After a long operation with the patient in the supine position, it was observed the patient's right arm was dark red with black and blue areas and their fingers were swollen. The patient complained of pain in their arm upon waking. After removing the draping, the blood pressure cuff was loose but marks on the arm indicated the cuff may have been applying significant pressure during surgery. The skin on the upper arm where the cuff was placed appeared light red and shiny; however, below the cuff at approximately the elbow crease, the skin was dark red with black and blue areas. It was assumed by the user the cuff had inflated and did not deflate properly due to a kinked hose, causing pressure to be applied to the patient's arm for several hours.